Event description:
One resolute integrity rx drug-eluting stent was implanted in the proximal rca during the index procedure. It is reported that a di ssection occurred during stent implant and a non-medtronic stent was implanted to treat the dissection.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (dissection).